Event description:
Implant placed 5/97, site #32. Pt went to the dr because the implant had mobility and was working its way out of the placement site. Infection was present. Implant was removed 10/97.